Manufacturer narrative:
After the evaluation was noticed that the item received is differentfrom the item reported on guarantee form by the complainant. Therefore,the lot number was not considered. Considering the surgical methodology,it was seen that the dentist has used sequence of drills different thanthe one recommended for the implant installation. The investigation ofthe complaint was carried out considering the analysis of theinformation given by the dentist in the guarantee form and visualconference of the product returned by the dentist.

Event description:
(B)(4)¿ the dentist reported that 3 months and 15 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type IV).